Event description:
It was reported that a malfunction occurred on a pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support assisted the customer with resetting the pump, instructing the caller to contact them if the issue recurs. The customer could continue using the pump without further assistance after the reset resolved the malfunction.